Event description:
A report was received that following a non-device related procedure, the patient had an infection. The patient will undergo an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that following a non-device related procedure, the patient had an infection. The patient will undergo an explant procedure.